Manufacturer narrative:
The customer reported complaint of thermogard ivtm system (sn (B)(4)) displayed a mid:14 (power supply back ground test failure) error message was confirmed during functional test and per archive data. The most probable root cause is due to a damage power module. During visual inspection, the thermogard ivtm system exhibited cracks, scratches and broken parts, unrelated to the reported complaint. During functional test, the power module and cooling pump were found to be damage. They were replaced to correct the issue. The event log review showed several mid:14 (power supply back ground test failure) and tcmid:02 (compression tracking error) in the file logs. Historical complaints were reviewed and there were no previous complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that during start up the thermogard ivtm system displayed a mid:14 (power supply back ground test failure) error message. No consequences or impact to patient.